Event description:
With the floor lift (stedy) in the shower, the patient slipped his feet off the foot support. He slid down between the seat and kneepad. The attendant caught the patient and repositioned his feet to the support. Please refer MFR report # 9681684-2013-00039.